Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device identified no issues that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and uv flash set. This occurred during connection of peritoneal dialysis therapy. Manual connection could be done but there was a gap between the transfer set and cap. The transfer set was replaced which resolved the connection issue. There was no patient injury or medical intervention associated with this event. No additional information is available.